Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests comparing a lab result and two freestyle meters, customer received a reading of 120mg/dl (lab), 95mg/dl (freestyle), and 105mg/dl (freestyle). The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.